Event description:
It was reported that the staff were transporting a pt on battery power, when the device shut off twice. The device was switched for another to continue therapy. No reported pt effect. (B)(4). Ref MFR report 8010762-2014-00166.